Manufacturer narrative:
(B)(4). A follow up repot will be submitted upon completion of the investigation.

Event description:
The customer reported that the co2 panel was defective. There was no pt involvement.